Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be determined. However based on the inspection report of olympus china, omsc confirmed and found as follows; -it was found the main board failure. -there was no abnormality inside the subject device other than the reported phenomenon. So omsc presumed that the reported phenomenon attributed to the main board failure, the cause of which was unable to be identified. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the insufflation from the subject device was not automatically stopped even the cavity pressure exceeded the set value at the unspecified timing. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4)for evaluation. Olympus (B)(4) checked the subject device and duplicated the reported phenomenon. It was found the cr board failure of the subject device which caused the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.